Event description:
Customer reported an error on the device and was unable to get device to work. Paramedics tested customer and result = 35 mg/dl. Paramedics gave customer orange juice and a peanut butter sandwich to elevate blood glucose. No controls used. A request was made for return product and replacement product was sent.